Manufacturer narrative:
An investigation is currently underway. Upon completion of the investigation the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on 10/29/2007 that a customer had a problem with a PICC line. Customer reported: PICC line placed in 2007. Line was cut prior to insertion to length of 7 cm. About 4 days later, nurse noticed site was bleeding and took dressing down to site. Hub of catheter was visualized, but did not visualize catheter. Md notified, x-ray ordered and md in to see pt. Catheter was visualized in soft tissue. After parental consent a cut down at the bedside was performed, the catheter tip was retrieved and measured. Entire catheter was removed. Infant tolerated procedure without sequelae.